Event description:
It was reported to boston scientific corporation that on (B) (6) 2010 a wallstent biliary endoprosthesis was used during a biliary metal stenting procedure for relief of a biliary stricture. According to the complainant, a stricture along the cbd was measured with a guidewire and found to be about 8cm long. The physician chose to place a 100mm x 80mm wallstent with cover along the cbd. After the stent had fully deployed, the physician found that the stent length was longer than expected (longer than 80mm). In order to have a better clinical result, the stent was removed and a 100mm x 60mm wallstent was immediately implanted. After removal, the 100mm x 80mm wallstent with cover was measured with a ruler and found to be about 90mm. . The procedure was completed with a 100mm x 60mm wallstent. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable with no visible injury along the cbd.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully deployed and the outer sheath was fully retracted. No issues were noted with the profile of the deployed stent. When the stent was measured free standing on the table, it measured 85 mm and when placed on a 10 mm diameter mandrel, it measured 80 mm. The specification for the length of this stent twenty four hours post deployment is 80mm ± 5.0 mm. Therefore this stent is within specification. The stent dimensions of 10mm x 80mm as specified on the product label refer to the deployed and fully opened stent. The implanted stent length is relative to its diameter, these dimensions are indicated on the product pouch and box label. The stent length may appear longer than 80mm if it is at a diameter less than 10mm. Device analysis determined that no issues were noted with the returned device which could contribute to the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The root cause of this complaint cannot be confirmed because the device analysis showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Manufacturer narrative:
The patient's exact age is unknown; however, the patient was reported to be over 18-years-old there was not an adverse event or product problem as previously reported. Additional information clarified that this event did not meet the criteria for an adverse event. Device analysis confirmed that there was not a product problem as the device was within specification. This has been determined to be a non-reportable event (other) and not a serious injury or malfunction as previously reported. Additional information clarified that this event did not meet the criteria for an adverse event. Device analysis confirmed that there was not a product problem as the device was within specification. No remedial action was performed. The device analysis could not confirm the complainant's alleged issue because the device analysis showed no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 a wallstent biliary endoprosthesis was used during a biliary metal stenting procedure for relief of a biliary stricture. According to the complainant, a stricture along the cbd was measured with a guidewire and found to be about 8cm long. The physician chose to place a 100mm x 80mm wallstent with cover along the cbd. After the stent had fully deployed, the physician found that the stent length was longer than expected (longer than 80mm). In order to have a better clinical result, the stent was removed and a 100mm x 60mm wallstent was immediately implanted. After removal, the 100mm x 80mm wallstent with cover was measured with a ruler and found to be about 90mm. . The procedure was completed with a 100mm x 60mm wallstent. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable with no visible injury along the cbd. Additional information received since (B)(6), 2010: the physician confirmed that he only partially deployed the stent. The stent was not fully deployed as previously reported. Before the stent reached the reconstrainment marker, the physician successfully reconstrained and removed the stent from the patient. The physician did not face any positioning problems. The physician deployed the stent outside the patient to measure it. The physician confirmed that the size on the inside pouch matched the size on the label.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 a wallstent biliary endoprosthesis was used during a biliary metal stenting procedure for relief of a biliary stricture. According to the complainant, a stricture along the cbd was measured with a guidewire and found to be about 8cm long. The physician chose to place a 100mm x 80mm wallstent with cover along the cbd. After the stent had fully deployed, the physician found that the stent length was longer than expected (longer than 80mm). In order to have a better clinical result, the stent was removed and a 100mm x 60mm wallstent was immediately implanted. After removal, the 100mm x 80mm wallstent with cover was measured with a ruler and found to be about 90mm. . The procedure was completed with a 100mm x 60mm wallstent. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable with no visible injury along the cbd. Additional information received since (B)(6), 2010: the physician confirmed that he only partially deployed the stent. The stent was not fully deployed as previously reported. Before the stent reached the reconstrainment marker, the physician successfully reconstrained and removed the stent from the patient. The physician did not face any positioning problems. The physician deployed the stent outside the patient to measure it. The physician confirmed that the size on the inside pouch matched the size on the label.